Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had large crack on the battery compartment and got very hot. Customer's blood glucose value was 8.6 mg/dl at the time of the incident. The device was returned for analysis.